Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that insulin was squirting out during the manual prime process. The blood glucose reading was 119 mg/dl. No gap was noted between the piston and reservoir stopper during the prime and the reservoir and tubing connector were not wet prior to connection. The customer had already primed the insulin pump with a new set. Insulin did not continue to drip this time after letting go of the act button. However, no numbers appeared on the display. The drive support cap was normal and recessed. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No prime fill anomaly noted during our testing. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. All of the buttons functioned properly and no numbers scrolling up noted. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.